Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of coronary artery disease and pending CABG procedure, was scheduled for filter placement for pulmonary embolus prophylaxis. The right common femoral vein was accessed and the deployment sheath was advanced. The filter was successfully deployed at the l2-l3 level below the renal veins. The patient was hemodynamically stable at the conclusion of the procedure. Approximately one year four months post filter deployment, the patient had complaint of shortness of breath. Chest CT demonstrated scattered pulmonary emboli in both lungs. The patient was discharged home two days post admission. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. A vena cava filter was successfully deployed. Approximately one year and four months post filter deployment, chest CT demonstrated scattered pulmonary emboli in both lungs. Based on the medical records, pe after filter implantation can be confirmed. However, the investigation is inconclusive as the origin of the pe is unknown and the filter's relationship to the pe is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately one year four months post filter deployment, the patient had complaint of shortness of breath. Chest CT performed demonstrated scattered pulmonary emboli in both lungs. The patient was discharge home two days post admission. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year four months post filter deployment, the patient had complaint of shortness of breath. Chest computed tomography performed demonstrated scattered pulmonary emboli in both lungs. The device has not been removed and there were no reported attempts made to retrieve the filter the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided. Approximately, one year and four months of post deployment, a computed tomography of chest was performed for shortness of breath. The study showed that the findings consistent with acute scattered small segmental and sub-segmental pulmonary emboli in both lungs. There were no device deficiencies identified within the medical records. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based on the available information definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.